Event description:
It was reported that the tip of the mesher where the handle is being placed is broken/munted. It seems that the handle was forced to put on the side tip when used in theatre resulting the handle difficult to be taken off off. During the product investigation it was determined that the cutter failed the test cut. There were no reported harm/injury to patient or user neither were there any reported delay. Due diligence is complete. No adverse event reported.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cutter failed the sample test cut. The cutter does not meet the zimmer mesh test acceptance criteria; however, the repair was not completed because cutters are not repairable devices. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: country event occurred in is new zealand.